Manufacturer narrative:
This event occurred in (B)(6), invacare is filing this report because the futura rollator is also marketed and sold in the u.s. The device has not been evaluated, therefore the cause of the incident has not yet been determined. Should additional information become available, a supplemental record will be filed.

Event description:
According to the information received, the user was dizzy and became weak in the legs causing them to fall. They fell on the rollator, where they sustained a cut on their forearm from the end of the metal pipe that makes up the handle, which required 25 stitches. The user was hospitalized. The pipe ends have been taped by the user's family member and the rollator is still in use.